Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis exera ii gastrointestinal videoscope, there was a green spot in the working channel. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause was unable to be identified. The event can be detected/prevented by following the instructions for use: "evis exera ii gif type 2th180 operation manual chapter 3 preparation and inspection states how to detect the event. Evis exera ii gif type 2th180 reprocessing manual chapter 5 reprocessing the endoscope states preventive measures." Olympus will continue to monitor field performance for this device.